Event description:
Approximately six months after the index procedure, the pt was readmited with a myodardial infarctin (mi). Coronary angiography demonstrated a late thrombosis (lt) of the previously implanted cypher stent. The late thrombosis was treated by implantation of an additional cypher 2.5/13mm stent.